Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal locator was not able to be inserted into the vessel. The doctor attempted a few times and still found unusual resistance while inserting the angio-seal locator. The doctor then removed the angio-seal locator and sheath system and noted that there was a kink around the tip of the angio-seal locator. At the end the doctor used a new angio-seal device and the case was completed successfully. The patient was reported to be in stable condition with no complications. Additional information was received on 06jul20. The procedure performed was an angiogram using a 6fr procedural sheath. A pre-deployment angiogram was performed.